Event description:
It is reported foreign matter-rubber. The 2nd looked like pieces of rubber, but she noticed right away and didn¿t use. This is the one she still has.

Manufacturer narrative:
It was reported the first syringe looked like it was bug parts and the second syringe looked like there was pieces of rubber. Our quality team has completed a device history record review for material number 306547 and lot number 5262073. The review did not identify any abnormalities during the production process that could have contributed to the defect, and all quality tests were within specification. Due to the unavailability of a sample for return, a comprehensive sample investigation could not be conducted. Consequently, the exact cause of this incident remains undetermined.